Event description:
A report was received that the patient developed infection at the ipg site. The patient was prescribed antibiotics and redressed the site. The physician suspected that the infection was caused by the patient going into the swimming pool.

Manufacturer narrative:
Additional information was received that the symptoms of infection include soreness, redness and at times it was draining. The patient will undergo a revision wherein the ipg will be relocated.

Manufacturer narrative:
Date of event: (B)(6) 2014.

Event description:
A report was received that the patient developed infection at the ipg site with symptom of redness. The patient was prescribed antibiotics and redressed the site.

Event description:
A report was received that the patient developed infection at the ipg site. The patient was prescribed antibiotics and redressed the site. The physician suspected that the infection was caused by the patient going into the swimming pool.

Event description:
A report was received that the patient developed infection at the ipg site. The patient was prescribed antibiotics and redressed the site.

Manufacturer narrative:
Additional information was received that the patient underwent an explant procedure wherein everything was removed and was implanted with a new system as per physician's preference. The patient was doing well postoperatively. The explanted devices were not returned to bsn as they were discarded by the medical facility.